Manufacturer narrative:
This matter is currently being handled by our legal department. There is limited information available at this time regarding the severity of alleged injuries. When more information becomes available, a follow-up report will be filed.

Event description:
We have been made aware through our dealer (B)(4) that an end user alleges right side drive wheel issues causing it to float and chair to spin in circles. He alleges he hit a wall causing his prosthetic leg to fall off and possible injury to his stump.